Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the liquid crystal display was missing pixels, that the upper and lower cases were broken, the side bail covers, ring cover, side bails and ring were missing, the lead flex cover was contaminated, one battery contact was bent and the keyboard was scratched. (B)(4).